Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed that the lens had been cut from edge to the center. One haptic was detached and missing with a small part of lens. Additionally, the sample had residuals (debris/particles) compatible with handling the lens out of sterile environment. The condition of the returned iol was consistent with an iol that has been explanted. Diopter verification could not be performed due to the condition of the iol. Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) related to the reported event were generated. Diopter verification records showed a pass condition. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that a zmb 24.0 diopter intraocular lens (iol) was explanted from the patient's right eye after the patient experienced blurry vision.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer at the time of this report has been submitted. Placeholder.